Manufacturer narrative:
E1. Phone number continued: (B)(6). Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as surgical damage. Crease/folding of implant: observed creases on device. As per the investigation procedure, wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, a5, a6, b1, b5, b6, d1, d2a, d2b, d4, d9, e1, g2, g4, h3, h4, h6.

Event description:
Healthcare professional reported a left side rupture confirmed via ultrasound. Healthcare professional later reported "folds." Device has been explanted and replaced with non-abbvie device.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.